Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discarded the product. Most likely underlying root cause: mlc-41 -dead battery test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and having shaky hands. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed the test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter does not turn on. Meter does not turn on when the test strips are inserted and when the white dot is pressed. Customer states that she feels weak and her hands are shaking. Customer feels physically weak, she states that every time she finishes walking she feels weak.